Event description:
It was reported that there was a difference between measured inspiratory and expiatory volumes. There was no patient harm. Manufacturer´s reference #: (B)(4).

Manufacturer narrative:
The system was investigated by our field service technician. According to the information provided by the technician the reported issue has not been reproduced. The device passed all performance tests and could be returned to clinical use. The reported issue will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The device failed to meet its specifications. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/23/2016. Corrected manufacture date: 11/08/2016. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).